Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue, and the patient had blood glucose levels of 320 mg/dl in the mornings, with polydipsia, polyuria, nausea, and extreme drowsiness. Patient received no unusual treatment. The customer was declined to troubleshoot. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as causing/contributing to the issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy. No delivery defects were found. The pumps total daily dose history indicated the pump consistently delivered the programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.